Event description:
Device generated a result with an un-dosed test strip. Value was not provided. Customer stated the nose cover is tight. No treatment. A request was made for return product and replacement product was sent.